Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed a potential product quality issue. Additionally, a review of the complaint handling database identified two other similar incidents from this lot. The investigation determined the reported difficulties appear to be a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that during pulling negative with the indeflator, it was found that there was air in the connector of the device. A new indeflator was used and the same issue occurred. A third indeflator was used to complete the procedure successfully. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.